Event description:
The iab leaked. This was the only info at the time of the report. Inspite of several calls to the facility, the iab was never returned to datascope for eval. [Event complications]: none from the event-reported 1/5/98. [Pt's current status]: unk-rpt'd 1/5/98.

Manufacturer narrative:
Eval: the product was not returned to datascope for eval inspite of numerous attempts to contact the customer for the return of the product. (This follow-up MDR was mailed to the FDA on 9/28/98).